Event description:
The technician reported the account alleged the bed exit alarm is not functioning. The bed was located in 2 hall at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the bed was not zeroed prior to placing the pt in the bed by the account, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale with the pt out of the bed to resolve the issue. Based on this information, no further action is required.